Event description:
It was reported that this pacemaker showed a battery status of 1 year remaining with a magnet rate of 90 paces per minute (ppm) 10 months ago. A device technician then changed the right ventricular (rv) output from auto 2.2 volts to a fixed output of 3.0 volts. The battery status then showed 3 years remaining with a magnet rate of 90 ppm. The device was then scheduled to be explanted. Prior to explant of the device, a device technician programmed the device to vvi 40 and the battery status went to 4.5 years remaining. The device was explanted and replaced with a non-boston scientific device. The physician requested more information regarding the battery status behavior. A copy of device data was submitted to technical services (ts) for review. Review of stored device data noted that the data sent did not confirm that elective replacement indicator (eri) had been reached. Ts discussed the device battery status indicators and longevity remaining that is estimated by the programmer. Ts then indicated that the reported clinical observations were a result of the change in outputs, which, impacted the longevity remaining estimated by the programmer. No additional adverse patient effects were reported. It was reported that the device was discarded by the hospital following explant and will not be returned. If information is provided in the future, a supplemental report will be issued.